Event description:
It was reported that the device battery did not last as long as expected. The reporter did not confirm whether the issue occurred after power on or during patient infusion. No adverse effects to patient reported.

Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. The tamper seal was removed on the bottom case and plunger assembly. The cases were also cracked. The event history log (ehl) was reviewed. The investigator noted that there was a "battery communication timeout" error and multiple "base hardware failure" errors from (B)(6) 2020. There was also a failed value of 32771.996. The investigator noted that the customer had previously repaired the interconnect board, however they were not sure if this caused the "base hardware failure." Following the review of the ehl, the investigator powered the pump on, and checked the battery readings. The investigator noted that all the battery readings were within the required specifications. The pump had functioned as intended. The "battery communication timeout" or "battery depleted" errors were not replicated. No fault was found with the pump. The battery and interconnect board were replaced as a preventative measure. Overall preventative maintenance was then performed. The right plunger case, size pot, bottom case, wavy/ delrin washers, clutches/leadscrew, and worm coupling were replaced. The pump was then re-calibrated and tested. The pump passed all the functional tests after the preventative maintenance was performed.